Event description:
It was reported that a 48-year-old caucasian female patient underwent breast surgery with 375cc mentor smooth round moderate plus profile on the left side, and with 375cc mentor smooth round moderate profile on the right side and experienced bilateral wrinkling, deformity, and disfigurement postoperatively. The patient has consulted with the medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor is aware that the date of implant (B)(6) 2007 is prior to the manufacturing date (B)(6) 2013 of reported lot number 6726589. It was reported that patient guessed the lot number on the right side since right side information is faded on her card from being in her wallet. Multiple follow ups were completed for clarification. However, no response was received. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 17, 2023, mentor became aware of the following and corresponding fields have been updated on this form: date of even under field b3 has been updated to "11/25/2022". This was patient's primary breast augmentation. Product information remains as initial reported, impacted devices were saline. Only right was updated: lot number under field d4 was updated from 6726589 to 5726985 (saline device). Serial was updated from (B)(6) to (B)(6) under field d4. Customer stated implant card was pretty faded as it was pretty old so she sent the best of her sight. That's the reason of discrepancies with different lot numbers and typos under initial report. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).